Manufacturer narrative:
The system was examined and the reported event was replicated. The self-deleting random access memory (sdram), tabletop power module, supervisor module printed circuit board( pcb), and host were all replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 16, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ¿a nonconforming module.¿ however, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after a vitrectomy procedure the system suddenly shut down while in stand by. Attempts were made to restart the system but failed. There was no patient involvement.